Event description:
Patient went bradycardic according to customer. Had to be placed on a resuscitation bag. The circuit had a hole about 1/4" in size 12" from the patient "y". Patient became bradycardic because the respiratory therapist could not determine the leak point. Once patient on resus bag, another clinician found hole in circuit.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.